Manufacturer narrative:
Eval summary: customer reported a needlestick injury. They allege that the event was due to the needle not locking into the safety position. One used infusion set was returned for eval. Upon examination, no abnormalities or defects were found. Critical dimensions were found to conform to the mfrs specifications. Visual examination revealed that the safety arm was in the down position with the needle fully extended, and the tip exposed. The needle was retracted per the IFU. It clicked into place normally, giving both an audible and tactile indication of lock-up. Unable to confirm customers complaint.

Event description:
.